Event description:
It was reported the patient experienced ineffective stimulation. It was also reported the patient should have stimulation on one side; however, she receives it bilaterally. Reprogramming did not resolve this issue. The patient will consult with her physician regarding surgical intervention being taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.